Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2009. During the procedure, the device was functioning for twenty minutes then it stopped. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Blade seized/stopped. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.